Manufacturer narrative:
The returned device was evaluated and the inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. The soft cannula was observed to be damaged past the cross drill. Insulin was able to pass through the cross drill, ensuring delivery of insulin. It is unsure when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl). The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod.